Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with an (B)(4) fully fired reload present. The returned device was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the surgeon fired the stapler and the gastro-jejunostomy unfolded. There was no staple line on the lateral side of the firing. They made a smaller pouch and re-did the entire anastomosis. There was no patient impact.